Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents; there is no change to overall risk acceptability. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter name: the last name of the complaint reporter at the time of this report is unknown/not provided. The abbott medical optics (amo) field service specialist (fss) visited customer site and upon inspection of the system confirmed the reported issue. Fss replaced the IV pole and bottle hanger. Fss performed the standard service call checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that that the bottle hanger/handle was lose or broken on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.